Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to extreme nausea and high blood glucose levels. The customer stated that her meter read high when she was admitted, and after being treated she came down to 558 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer stated that she would feel more comfortable with a replacement insulin pump. Nothing further was reported.